Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: a review of the pump black box showed no evidence of pump reboots or power loss; a cs 054 error was observed in the black box on (B)(6) 2017. A visual inspection of the pump revealed that the battery compartment was undamaged. The battery cap was not returned. All testing performed with a test battery cap. There was no evidence of moisture contamination inside battery compartment. The pump powered on normally using a test cap. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and evidence of moisture contamination was observed on components inside the pump. The complaint of no power was not duplicated during investigation.